Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had to re-operated after 3 months because one of the implants had migrated into the abdominal cavity / essure had migrated to the omentum") and device breakage ("fragment in coronal aspect on left side") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphocytosis (possible early chronic lymphoid leukemia), eczema (during childhood), nasal polyps, nasal obstruction and lymphoid leukemia, chronic. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), memory impairment ("memory disorders"), depression ("depressive syndrome"), headache ("headache"), eczema ("perianal eczema"), haemorrhoids ("hemorrhoids"), asthenia ("asthenia"), libido disorder ("libido disorders"), dysmenorrhoea ("dysmenorrhea") and dizziness ("dizziness"). The patient was treated with surgery (left salpingectomy and partial right salpingectomy with essure removal on (B)(6) 2016 and second essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, pelvic pain, memory impairment, depression, headache, eczema, haemorrhoids, asthenia, libido disorder, dysmenorrhoea, dizziness and adenomyosis outcome was unknown. The reporter considered adenomyosis, asthenia, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, eczema, haemorrhoids, headache, libido disorder, memory impairment and pelvic pain to be related to essure. The reporter commented: as per record dated (B)(6) 2017: it should be noted that the patient had to undergo intervention again after 3 months because one of the implants had migrated into the abdominal cavity. Examination of removed tubes performed on (B)(6) 2016 showed small paratubal cysts right and left - no sign of malignancy. On (B)(6) 2017, the allergologist stated that symptoms seemed to not have an allergic origin. Essure insertion dates (B)(6) 2016 and removal dates (B)(6) 2016 and (B)(6) 2018 were provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure migration work-up: on left side. Nuclear magnetic resonance imaging - on (B)(6) 2018: implant had migrated into abdominal cavity. Adenomyosis confirmed. Ultrasound scan - on (B)(6) 2018: it seems that there was a fragment in coronal aspect on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the attorney or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had to re-operated after 3 months because one of the implants had migrated into the abdominal cavity / essure had migrated to the omentum") and device breakage ("fragment in coronal aspect on left side") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of lymphoid leukemia, chronic, nasal obstruction, nasal polyps, eczema (during childhood) and lymphocytosis (possible early chronic lymphoid leukemia). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 82 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2018 she experienced device breakage (seriousness criteria medically important and intervention required) and adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2018. On unknown dates she experienced pelvic pain ("pelvic pain"), memory impairment ("memory disorders"), depression ("depressive syndrome"), headache ("headache"), anal eczema ("perianal eczema"), haemorrhoids ("hemorrhoids"), asthenia ("asthenia"), libido disorder ("libido disorders"), dysmenorrhoea ("dysmenorrhea") and dizziness ("dizziness"). The patient was treated with surgery (left salpingectomy and partial right salpingectomy with essure removal on (B)(6) 2016 and second essure removal on (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, anal eczema, asthenia, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, haemorrhoids, headache, libido disorder, memory impairment and pelvic pain to be related to essure administration. The reporter commented: as per record dated (B)(6) 2017: it should be noted that the patient had to undergo intervention again after 3 months because one of the implants had migrated into the abdominal cavity. Examination of removed tubes performed on (B)(6) 2016 showed small paratubal cysts right and left - no sign of malignacy. On (B)(6) 2017, the allergologist stated that symptoms seemed to not have an allergic origin. Essure insertion dates ((B)(6) 2016 and (B)(6) 2016) and removal dates ((B)(6) 2016 and (B)(6) 2018) were provided. On (B)(6) 2016, removal of only one implant which migrating in the left hypochondrium, salpingectomy, and right implant let in place, with broken pieces of the migrating implant. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: essure migration work-up: on left side [magnetic resonance imaging] on (B)(6) 2018: implant had migrated into abdominal cavity. Adenomyosis confirmed [ultrasound scan] on (B)(6) 2018: it seems that there was a fragment in coronal aspect on left side. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-feb-2023: reporter causality comment added. Annex f updated. Further company follow-up with the lawyer or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had to re-operated after 3 months because one of the implants had migrated into the abdominal cavity / essure had migrated to the omentum") and device breakage ("fragment in coronal aspect on left side") in a 42 year-old female patient who had essure inserted (lot no. D40632) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage in 1999 and chronic fatigue syndrome, lymphocytosis, loss of consciousness, vagal reaction, parotidectomy, dry skin, digestion impaired, dysplasia, fallopian tube cyst, malaise, fatigue, asthenia, caesarean section (1998 and 2000), parity 2 ( (B)(6) 1998 & (B)(6) 2000), lymphoid leukemia, chronic, nasal obstruction, nasal polyps, eczema (during childhood) and lymphocytosis (possible early chronic lymphoid leukemia). Previously administered products included: macrogol, phloroglucinol and nuvaring. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 82 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2018, she experienced device breakage (seriousness criteria medically important and intervention required) and adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2018. On unknown dates she experienced pelvic pain ("pelvic pain"), memory impairment ("memory disorders"), depression ("depressive syndrome"), headache ("headache"), anal eczema ("perianal eczema"), haemorrhoids ("hemorrhoids"), asthenia ("asthenia"), libido disorder ("libido disorders"), dysmenorrhoea ("dysmenorrhea") and dizziness ("dizziness"). The patient was treated with surgery (left salpingectomy and partial right salpingectomy with essure removal on (B)(6) 2016 and second essure removal on (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, anal eczema, asthenia, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, haemorrhoids, headache, libido disorder, memory impairment and pelvic pain to be related to essure administration. The reporter commented: as per record dated (B)(6) 2017: it should be noted that the patient had to undergo intervention again after 3 months because one of the implants had migrated into the abdominal cavity. Examination of removed tubes performed on (B)(6) 2016 showed small paratubal cysts right and left - no sign of malignancy. On (B)(6) 2017, the allergologist stated that symptoms seemed to not have an allergic origin. Essure insertion dates ((B)(6) 2016 and (B)(6) 2016) and removal dates ((B)(6) 2016 and (B)(6) 2018) were provided. On (B)(6) 2016, removal of only one implant which migrating in the left hypochondrium, salpingectomy, and right implant let in place, with broken pieces of the migrating implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.609 kg/sqm. [Computerised tomogram] on (B)(6) 2016: essure migration work-up: on left side [laparoscopy] on (B)(6) 2016: left essure located in the omentum was removed and a left salpingectomy was done. On the right side, essure was in correct position : a right partial salpingectomy was done. [Magnetic resonance imaging] on (B)(6) 2018: implant had migrated into abdominal cavity. Adenomyosis confirmed [ultrasound scan] on (B)(6) 2018: it seems that there was a fragment in coronal aspect on left side [x-ray] (date unknown): showing intratubal migration of essure under left ribs, considered as therapeutic hazard by the surgeon. Batch number: d40632. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-jun-2023: lot number added. Medical history added. Historical drug added. Lab data added. Further company follow-up with the lawyer or the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had to re-operated after 3 months because one of the implants had migrated into the abdominal cavity / essure had migrated to the omentum') and device breakage ('fragment in coronal aspect on left side') in a 42-year-old female patient who had essure (batch no. D40632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 1999, lymphocytosis (possible early chronic lymphoid leukemia), eczema (during chilhood), nasal polyps, nasal obstruction, lymphoid leukemia, chronic, parity 2 ((B)(6) 1998 &(B)(6) 2000), caesarean section (1998 and 2000), asthenia, fatigue, malaise, fallopian tube cyst, dysplasia, digestion impaired, dry skin, parotidectomy, vagal reaction, loss of consciousness, lymphocytosis and chronic fatigue syndrome. Previously administered products included for an unreported indication: macrogol, nuvaring and phloroglucinol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), memory impairment ("memory disorders"), depression ("depressive syndrome"), headache ("headache"), anal eczema ("perianal eczema"), haemorrhoids ("hemorrhoids"), asthenia ("asthenia"), libido disorder ("libido disorders"), dysmenorrhoea ("dysmenorrhea") and dizziness ("dizziness"). The patient was treated with surgery (left salpingectomy and partial right salpingectomy with essure removal on (B)(6) 2016 and second essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, pelvic pain, memory impairment, depression, headache, anal eczema, haemorrhoids, asthenia, libido disorder, dysmenorrhoea, dizziness and adenomyosis outcome was unknown. The reporter considered adenomyosis, anal eczema, asthenia, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, haemorrhoids, headache, libido disorder, memory impairment and pelvic pain to be related to essure. The reporter commented: as per record dated (B)(6) 2017: it should be noted that the patient had to undergo intervention again after 3 months because one of the implants had migrated into the abdominal cavity. Examination of removed tubes performed on (B)(6) 2016 showed small paratubal cysts rigth and left - no sign of malignacy. On (B)(6) 2017, the allergologist stated that symptoms seemed to not have an allergic origin. Essure insertion dates ((B)(6) 2016) and removal dates ((B)(6) 2016 and (B)(6) 2018) were provided. On (B)(6) 2016, removal of only one implant which migrating in the left hypochondrium, salpingectomy, and right implant let in place, with broken pieces of the migrating implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Computerised tomogram - on (B)(6) 2016: essure migration work-up: on left side. Laparoscopy - on (B)(6) 2016: left essure located in the omentum was removed and a left salpingectomy was done. On the right side, essure was in correct position : a right partial salpingectomy was done.. Magnetic resonance imaging - on (B)(6) 2018: implant had migrated into abdominal cavity. Adenomyosis confirmed. Ultrasound scan - on (B)(6) 2018: it seems that there was a fragment in coronal aspect on left side. X-ray - on an unknown date: showing intratubal migration of essure under left ribs, considered as therapeutic hazard by the surgeon. Batch number d40632, production date 2014-12-18, expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the attorney or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had to re-operated after 3 months because one of the implants had migrated into the abdominal cavity / essure had migrated to the omentum") and device breakage ("fragment in coronal aspect on left side") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphocytosis (possible early chronic lymphoid leukemia), eczema (during childhood), nasal polyps and nasal obstruction. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), memory impairment ("memory disorders"), depression ("depressive syndrome"), headache ("headache"), eczema ("perianal eczema"), haemorrhoids ("hemorrhoids"), asthenia ("asthenia"), libido disorder ("libido disorders"), dysmenorrhoea ("dysmenorrhea") and dizziness ("dizziness"). The patient was treated with surgery (left salpingectomy and partial right salpingectomy with essure removal on (B)(6) 2016 and second essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, pelvic pain, memory impairment, depression, headache, eczema, haemorrhoids, asthenia, libido disorder, dysmenorrhoea, dizziness and adenomyosis outcome was unknown. The reporter considered adenomyosis, asthenia, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, eczema, haemorrhoids, headache, libido disorder, memory impairment and pelvic pain to be related to essure. The reporter commented: as per record dated (B)(6) 2017: it should be noted that the patient had to undergo intervention again after 3 months because one of the implants had migrated into the abdominal cavity. Examination of removed tubes performed on (B)(6) 2016 showed small paratubal cysts right and left - no sign of malignancy. On (B)(6) 2017, the allergologist stated that symptoms seemed to not have an allergic origin. Essure insertion dates ((B)(6) 2016) and removal dates ((B)(6) 2016 and (B)(6) 2018) were provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure migration work-up: on left side. Nuclear magnetic resonance imaging - on (B)(6) 2018: implant had migrated into abdominal cavity. Adenomyosis confirmed.. Ultrasound scan - on (B)(6) 2018: it seems that there was a fragment in coronal aspect on left side. Further company follow-up with the attorney or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history (lymphocytosis, possible early chronic lymphoid leukemia, eczema during childhood, nasal polyposis with intermittent nasal obstruction); new adverse events (adenomyosis, pelvic pain, memory disorders, depressive syndrome, headache , perianal eczema, hemorrhoids, asthenia, libido disorders, dysmenorrhoea and dizziness); essure method of removal (left salpingectomy and partial right salpingectomy with essure removal on (B)(6) 2016); and exam (MRI - confirmed adenomyosis). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had to re-operated after 3 months because one of the implants had migrated into the abdominal cavity / essure had migrated to the omentum") and device breakage ("fragment in coronal aspect on left side") in a 42 year-old female patient who had essure inserted (lot no. D40632) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage in 1999 and diffuse pain, psoriasis, pelvic discomfort, chronic fatigue syndrome, lymphocytosis, loss of consciousness, vagal reaction, parotidectomy, dry skin, digestion impaired, dysplasia, fallopian tube cyst, malaise, fatigue, asthenia, caesarean section (1998 and 2000), parity 2 (24-apr-1998 & 03oct-2000), lymphoid leukemia, chronic, nasal obstruction, nasal polyps, eczema (during chilhood) and lymphocytosis (possible early chronic lymphoid leukemia). Previously administered products included: macrogol, phloroglucinol and nuvaring. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 82 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2018 she experienced device breakage (seriousness criteria medically important and intervention required) and adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2018. On unknown dates she experienced pelvic pain ("pelvic pain"), memory impairment ("memory disorders"), depression ("depressive syndrome"), headache ("headache"), anal eczema ("perianal eczema"), haemorrhoids ("hemorrhoids"), asthenia ("asthenia"), libido disorder ("libido disorders"), dysmenorrhoea ("dysmenorrhea"), dizziness ("dizziness"), arthralgia ("articular pain"), dyspareunia ("dyspareunia"), disturbance in attention ("lack of concentration") and allergy to metals ("nickel allergy"). The patient was treated with surgery (left salpingectomy and partial right salpingectomy with essure removal on (B)(6) 2016 and second essure removal on (B)(6) 2018). At the time of the report, the haemorrhoids was resolving, the headache and dizziness had resolved and the memory impairment and arthralgia had not resolved. The outcomes for device dislocation, device breakage, pelvic pain, depression, anal eczema, asthenia, libido disorder, dysmenorrhoea, adenomyosis, dyspareunia and allergy to metals were unknown. The reporter considered adenomyosis, allergy to metals, anal eczema, arthralgia, asthenia, depression, device breakage, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, haemorrhoids, headache, libido disorder, memory impairment and pelvic pain to be related to essure administration. The reporter commented: as per record dated 28-nov-2017: it should be noted that the patient had to undergo intervention again after 3 months because one of the implants had migrated into the abdominal cavity. Examination of removed tubes performed on (B)(6) 2016 showed small paratubal cysts rigth and left - no sign of malignacy. On (B)(6) 2017, the allergologist stated that symptoms seemed to not have an allergic origin. Essure insertion dates ((B)(6) 2016 and (B)(6) 2016) and removal dates ((B)(6) 2016 and (B)(6) 2018) were provided. On (B)(6) 2016, removal of only one implant which migrating in the left hypochondrium, salpingectomy, and right implant let in place, with broken pieces of the migrating implant. A medical expert stated that the insertion of the essure implants was not in conformity with the recommendations, as the surgeon did only one (on the right side) and two (on the left side) spiral turns whereas 4 to 8 spiral turns are recommended. To the medical expert, this could explain the fact that the left implant migrated in less than three months according to the document, the quality of life of the patient harshly decreased after the essure insertion. The patient wasn¿t sick before the insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.609 kg/sqm. [Computerised tomogram] on 06-apr-2016: essure migration work-up: on left side [laparoscopy] on (B)(6) 2016: left essure located in the omentum was removed and a left salpingectomy was done. On the right side, essure was in correct position : a right partial salpingectomy was done. [Magnetic resonance imaging] on (B)(6) 2018: implant had migrated into abdominal cavity. Adenomyosis confirmed and the diagnostic of adenomyosis [ultrasound scan] on (B)(6) 2018: it seems that there was a fragment in coronal aspect on left side [x-ray] on (B)(6) 2017: presence of little debris of metallic density which according to could be residues of the the document implant which migrated.; (date unknown): showing intratubal migration of essure under left ribs, considered as therapeutic hazard by the surgeon batch number d40632 production date 2014-12-18 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New event dyspareunia, articular pain , lack of concentration & metal allergy added. Event outcome updated. Lab data & reporter information updated. Further company follow-up with the lawyer or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had to re-operated after 3 months because one of the implants had migrated into the abdominal cavity / essure had migrated") and device breakage ("fragment in coronal aspect on left side") in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2016 and second essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: as per record dated 28-nov-2017: it should be noted that the patient had to undergo intervention again after 3 months because one of the implants had migrated into the abdominal cavity. Essure insertion dates ((B)(6) 2016 and (B)(6) 2016) and removal dates ((B)(6) 2016 and (B)(6) 2018) were provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure migration work-up: on left side. Nuclear magnetic resonance imaging - on (B)(6) 2018: implant had migrated into abdominal cavity. Ultrasound scan - on (B)(6) 2018: it seems that there was a fragment in coronal aspect on left side. Further company follow-up with the lawyer or consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.